Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent low glucose followed by extended highs while using the ilet system, with a lowest glucose of 58 mg/dl and subsequent correction using a protein shake, juice, and approximately 25 grams of carbohydrates; the user routinely treats at 100 mg/dl, reported difficulty hearing ilet low alerts amid concurrent cgm alarms, and administers a morning insulin injection while disconnecting from the ilet for one hour, despite being advised to remain disconnected for two hours. Symptoms included hypoglycemia without reported physical symptoms. Outcomes included no need for assistance, and no medical intervention. Investigation included interviews and analysis of user-provided information. Investigation of this case revealed no device problem, a usage problem, and an improper or incorrect method, with no specific component implicated. It was concluded, based on previously established findings for similar reports, that failure to follow instructions and an unintended use error caused or contributed to the event.